Event description:
The covidien eea hemorrhoid and prolapse stapler with dst series technology did not completely staple when discharged by the surgeon. Per the surgeon, during first attempt the stapler misfired leaving the staple line loose. During second attempt, it made a snapping noise, the stapler housing broke after firing which left the staple line loose. The issue was reported to regional risk management at (B)(6).